Event description:
Doctor reports, patient admitted to the hospital with s/p right total hip which appeared infected. Doctor decided to take all the implants out. Wash out the hip and re implant due to the primary being done approximately two weeks ago.

Manufacturer narrative:
An event regarding infection involving a trident liner was reported. The event was not confirmed. The device was not returned for analysis. A review of the provided information by a clinical consultant could not confirm the event and could not determine a root cause. All devices in the reported lot were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the reported lot and sterile lot. The exact cause of the event could not be determined because insufficient information was received. Further information such as device return, pathology report, primary operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. If additional information and/or the device become available, this investigation will be reopened. A CAPA trend analysis was conducted for the reported failure mode and concluded infection is a known possible adverse outcome of surgery and is beyond stryker's control. Product surveillance will continue to monitor for trends.

Manufacturer narrative:
The following other hip devices were also listed in this report: citation tmzf ha short size#5r; cat # 6265-5215; lot# 29432001; primary tritanium hemi cluster hole cup 54mm; cat # 502-03-54e; lot# mmla9t; delta v-40 ceramic head 36/-2,5; cat # 6570-0-436; lot# 44447803; 6.5 cancellous bone screw 35mm; cat # 2030-6535-1; lot# mmljyn; 6.5 cancellous bone screw 30mm; cat # 2030-6530-1; lot# mml4mw. It cannot be determined which, if any of these devices may have caused or contributed to the patient's infection. An evaluation of the device cannot be performed as the device was sent to pathology per or protocol and was not returned to the manufacturer. Additional information (including x-rays and medical records) has been requested. Should additional information become available, the evaluation summary will be submitted in a supplemental report. Device not returned to the manufacturer

Event description:
Doctor reports, patient admitted to the hospital with s/p right total hip which appeared infected. Doctor decided to take all the implants out. Wash out the hip and re implant due to the primary being done approximately two weeks ago.